Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. The device had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that insulin pump had cosmetic damage. The blood glucose at the time of the incident was 200 mg/dl. Customer informed that the damage was at the reservoir compartment, however the reservoir still locks in place. The customer was advised the insulin pump has to be replaced and revert to backup plan per health care provider's instruction. The device will be returned for analysis.